Manufacturer narrative:
The insulin pump was received with button error alarm due to moisture damage on keypad traces. No moisture damage found on electronic assembly or motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call by customer's father that the insulin pump alarmed button error. Customer stated they were testing their blood glucose, was going to treat when they noticed that alarm. The customer stated they have a manual injection for a backup plan. Advised customer the insulin pump will be replaced and revert to back up plan.